Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was leaking. The following was translated from chinese to english: after the nurse successfully performed venipuncture with an indwelling needle, blood leaked from many places in the indwelling needle tube, causing the patient to undergo venipuncture again.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returns 1 video, no defective sample. The video shows that there is a leak in the middle of the extension tubing, and the multiple leaks described in the complaint are not identified from the video. 2. DHR/bhr review(lot#3135075): 1)this batch of products were assembled at intima ii auto line 4 in june 2023, and packaged at r240 package line in june 2023. Work order quantity was (B)(6) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 4)the extension tubing batches used in this batch of products are 3113568, 3139902, review the raw material inspection records, no abnormalities. 5)the pinch clamp batches used in this batch of products are 3139765, 3139766, review the raw material inspection records, no abnormalities. 3. The retained sample of this batch is taken, the extension tubing and the clamping parts of the pinch clamp are checked, no abnormality is found. Then, the sample is carried out on the 45psi leakage test and the pinch clamp sealing pressure test (test process: the pinch clamp clamps the extension tubing at the same position for more than 64 times, and then the sample is kept in the clamping state of the pinch clamp and kept under the device with 800mm pressure for 3 days) , and no leakage is found at the extension tubing. Please see the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. From the returned video identification to a leak in the middle of the extension tubing, the specific damage state of the extension tubing cannot be confirmed because the defective sample is not received, and the usage of the sample is unknown, so the root cause of multiple leaks cannot be determined. H3 other text : see narrative.

Event description:
No additional information provided.